Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 507 mg/dl. Customer had symptoms as thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with manual injection. The customer alleged that insulin pump was under delivering insulin. Customer was neither in emergency room nor admitted into hospital. Customer performed displacement test and high pressure test and both were passed. The insulin pump will not be returned for analysis.